Manufacturer narrative:
Block h6 (device codes): medical device problem code a0501 captures the reportable event of bolster detached. The returned included the endovive low profile replacement button kit containing the endovive spacer variety pack, the endovive button decompression tube, the endovive button stoma measuring device, the endovive patient care kit, and the endovive low profile replacement button. Everything that was returned was analyzed, and a visual evaluation did not present any visual problems or damages. No other problems were noted. The reported event of bolster detached was not confirmed. Based on the provided and collected information, the components as well as the endovive low profile replacement button did not show evidence of either the alleged problem or any defect that could have contributed to the event reported, therefore the investigation conclusion code for the complaint event will be documented as no problem detected since the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a gastrostomy replacement procedure. The exact procedure date is unknown; however, it was reported that the device was in place within a month before the event happened. On march 1, 2021, approximately a month after the replacement, it was reported that the button detached. Another endovive low profile replacement button was placed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a gastrostomy replacement procedure. The exact procedure date is unknown; however, it was reported that the device was in place within a month before the event happened. On (B)(6) 2021, approximately a month after the replacement, it was reported that the button detached. Another endovive low profile replacement button was placed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.